Event description:
The initial reporter received questionable vanc3 vancomycin results on a cobas 6000 c501 module. Due to low qc results, the instrument operators decided to repeat previously run samples on another cobas 6000 c501 module. For patient #1, the initial vanc3 result was 21 g/ml. The repeat result on the second cobas 6000 c501 module was 32.8 g/ml. For patient #2, the initial vanc3 result was 6 g/ml. The repeat result on the second module was 13.5 g/ml. For patient #3, the initial vanc3 result was 8.3 g/ml. The repeat result on the second module was 16.9 g/ml. The initial results for all three patients were reported outside the laboratory. The repeat results were deemed correct. The reagent lot was 57473201 and the expiration date is 28-feb-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The issue occurred early in the morning on 04-jun-2022 when a new reagent pack was used. Calibration results dropped significantly and recalibration obtained similar results. Therefore, control recovery was outside of specifications. The alarm trace showed abnormal probe aspiration and sample short errors on the day of the event when the calibration result dropped significantly. The investigation could not identify a product problem. The cause of the event could not be determined.